Event description:
3.5mm trocars were placed on table for procedure with differing lot numbers. When a 5mm clip applier was inserted through one of the trocars, part of the silicone gasket tore and went into the abdomen. The segment of the gasket was removed by the surgeon and placed with defective trocar in a biohazard bag.